Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in between 400 to 500 mg/dl at the time of incident. The customer treated by manual injection for high blood glucose. The customer reported that the insulin pump sounds louder when rewinding, squirts out instead of drips when priming and had unexplained no insulin delivery alarms. The insulin pump will not be returned for analysis.